Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: the complaint device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
Same case as MDR ID 2134265-2015-01652. (B)(4). It was reported that in-stent restenosis occurred. In (B)(6) 2014, worsening coronary artery disease occurred and as per cec adjudication results, revascularization was performed by implanting a 3.5mmx28.00mm promus premier stent in the saphenous vein graft (svg) extending to the ramus intermedius artery. In (B)(6) 2015, the patient presented due to recurrent angina and subsequently, cardiac catheterization was required which revealed 99% focal stenosis confirmed as in-stent restenosis of the 3.5 x 28.00 mm promus premier stent deployed in (B)(6) 2014. On the same day, in-stent restenosis of the previously implanted 3.5 x 28.00 mm promus premier stent was then treated by placement of a 3.0mm x 16.00mm promus premier stent. Following procedure, residual stenosis was 0%.

Manufacturer narrative:
Describe event or problem and relevant tests/lab data updated. (B)(4).

Event description:
Same case as MDR ID # 2134265-2015-01652 and 2134265-2015-06839. It was further reported that in (B)(6) 2014, a 2.25 x 28.00mm promus premier stent was implanted in the first obtuse marginal (om) artery to treat worsening coronary artery disease in (B)(6) 2015, coronary angiography revealed a totally occluded stented segment in the first om.